Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm determined the ECG connector would not seat due to the broken connecter. The front end board was replaced. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the ECG connector on the cardiosave intra-aortic balloon pump (iabp) was broken. The customer stated the connector would not stay connected. It was not reported under which circumstances the event occurred. It is also unknown if there was a patient involved however; no adverse event was reported.